Event description:
Daughter of the end user reported that her father's irc1705 aerosol compressor is working intermittently after using the aerosol compressor today (B)(6) 2015 he was having difficulty breathing and went to the emergency room where they are administering a breathing treatment.